Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former was received for analysis. Product code sxpp1a401. The visual assessment of the returned winding former. No suture and needle were returned for analysis. As per this condition, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: quantity recorded on (B)(4) is 0. Please confirm if this device belongs to this report. Yes, but will not be returned. Please provide the lot number of sxpp1a401 involved on this event report. Unknown but the suture has arrived and will be shipped asa. Additional h11: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, if yes, describe no consequences, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none, (B)(4), device property of none, device in possession of none. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a c-section procedure in 2025 and barbed suture was used. During c-section uterotomy closure, dr. Noticed there was a split in the suture behind the needle. They finished the closure. Suture didn't break and no consequences for dr. Or patient. They cut off the needle and returned the little piece that was split. No adverse patient consequences were reported. Additional information was requested.